Event description:
It was reported that the patient was deceased. Antitachycardia pacing (atp) was delivered for treatment of ventricular tachycardia (vt) but was unsuccessful. There was possible right ventricular (rv) lead oversensing and inappropriate withholding of therapies noted. It was reported that rv and superior vena cava (svc) lead impedance were high but this was suspected to be post mortem measurements. Rv lead trend data was reported as normal and there were no prior issues reported with the lead. No additional information is available.

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned. Visual summary analysis of the lead was performed and no anomalies were found.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: d354trg ICD, implanted: (B)(6) 2011. (B)(4).